Event description:
Initially on (B)(4) 2011, the customer contacted baxter technical service for technical assistance with the homechoice (hc) device during peritoneal dialysis (pd) therapy. During the conversation it was reported that the home patient (hp) was feeling ill for the past 5 days. On (B)(6) 2011 the peritoneal dialysis nurse (pdn) contacted baxter product surveillance (ps) regarding the home patient (hp) feeling ill and wanting technical assistance with pd therapy. Per the pdn, the hp not feeling well was not related to pd therapy. On (B)(4) 2011, during follow up by baxter global pharmacovigilance it was learned from the pdn that the patient had peritonitis and the following information was received. On an unreported date the patient began therapy using dianeal pd4 ambuflex, 8l (lot number unknown) intraperitoneally (ip) nightly for automated peritoneal dialysis (apd). On an unknown date in (B)(6) 2011 the patient experienced "feeling ill for five days" and diarrhea. On an unreported date in (B)(6) 2011 the patient was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis. There was no exit site or tunnel infection associated with the peritonitis. On an unknown date antibiotic therapy using intra-peritoneal vancomycin was initiated. At the time of this report, the patient remained on antibiotic therapy using intra-peritoneal vancomycin. Concomitant medications were not reported. At the time of this report, the events of "feeling ill for five days," diarrhea and peritonitis were ongoing and improved. The patient remained on pd therapy, no change in dosage. The pdn reported the events of "feeling ill for five days" diarrhea and peritonitis were not related to the dianeal solution or the pd devices. The pdn denied having any further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. A root cause was undetermined. A batch review was performed for potentially associated lot number gd886804. No defects or deviations were found during the batch review that could be associated with the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.